Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the device and the non boston scientific rv lead exhibited impedance measurements of greater than 2000 ohms, as well as decreased intrinsic amplitude measurements. The shock channel showed noise, but shock impedance measurements were stable. The patient was not pacemaker dependent and was continuing to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited high out of range ra impedance measurements, noise, oversensing and inappropriate atrial tachy response (atr) episodes. Isometrics were performed which did not reproduce noise on the ra lead, but did reproduce noise on the shock channel with a non-boston scientific right ventricular (rv) lead. Isometrics were performed which did not reproduce any noise on the ra or rv leads. The atrial sensitivity was reprogrammed. No adverse patient effects were reported. The device remains in service.